Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports file broke. On (B)(6) 2015 doctor reports files break every now and then without any significant stress being applied files have become lodged in root canal and had to be removed by another dental specialist.

Manufacturer narrative:
On 12/15/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: five boxes of flex-r files returned, 1 in used and 4 in unused condition, not showing any unusual markings. The files were tested using an instron. All files tested within specification. Device history evaluation. DHR complete with all available history. Nonconforming product report / nonconforming material report history: none variance authorization / deviation history: none engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history corrective action preventive action history: none health hazard evaluation history: none conclusion: the complaint has been unconfirmed; testing within specifications.